Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room after receiving shocks from the device. It was found that the device was exhibiting right ventricular (rv) noise, oversensing, pacing inhibition, three inappropriate shocks, and pace impedance measurements of less than 200 ohms. A surgical revision was performed, and the patient's rv lead was surgically abandoned and replaced. A new lead was implanted and when connected to this device, noise was again observed. The lead was repositioned and the noise was resolved. The patient had been previously implanted with a left ventricular assist device (lvad), and the noise issues were suspected to be due to interference with the lvad. No additional adverse patient effects were reported. The device remains in service.